Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the contributing factors appeared to be positional by nature. The patient was instructed to keep a journal of occurrences in an effort to detect any patterns. The rep was going to touch base with the patient in 2 weeks. The cause of the high impedance on contact 1 was not determined. There will be no programming using contact 1. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient's therapy was turning off suddenly by itself; it has happened 8-10 times in the past 3-4 weeks (i.e., since around (B)(6) 2018). The rep stated they will have the patient keep a journal/diary of when the therapy turns off by itself and review with the patient how to properly check the ins status. Impedances were checked and the rep identified that contact 1 had a reading of >40,000 ohms. Other contacts that included combinations with contacts 7, 8, 13 and 14 were between 11,000-12,000 ohms; these were not being used. Further troubleshooting could not be performed at the time of the call due to lack of access to the patient and device. It was suggested to do further impedance testing with the patient in different positions for comparison. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s weight is confidential. They stated that the issue has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the high impedances did not resolve. A lead replacement has been recommended. The cause of the high impedances was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient reported that they are having the same intermittent stimulation and feels like it keeps shutting off, and nothing has changed since the previous event. The rep stated that they tested impedances likely at .7 volts, but thought at .25v with results "skewed: and impedance values were >10000 ohms. The second test was done at 2.5 volts with impedances >4k ohms. The test was conducted again at 2.5 volts with only electrodes 1 and 8 greater than 4000 ohms. The test was conducted again with all electrodes greater than 4000 ohms. The patient has 2 program with the following configurations: 1) 3 electrodes 0+ 1- 2+ 2) 6 electrodes 5+ 6- 7+ and 13+ 14- 15+. The 8840 diaries show 24/7 usage. The stimulation issue is still intermittent. The patient reported that they had fallen on november 7th and 8th. The patient stated that the falls did not impact the intermittent therapy, was the same as before the falls. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep repeated information regarding patient ins turning on/off; patient's ins was explanted.